Event description:
A report was received that the patient underwent a pocket revision following a non-device related fall. The fall caused the ipg to shift in the pocket and cause discomfort. The physician adjusted the pocket and the patient was reportedly doing well following the procedure.